Event description:
It was reported that the patient had a tortuous anatomy and during the procedure, it appeared that the screw mechanism of the right ventricular lead appeared to be out. The lead was then removed and the physician requested a new lead to use instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.